Manufacturer narrative:
The complaint was reported by the nurse. The physician is: dr. (B)(6). (B)(6) hospital.. Medical device problem code (B)(4). A visual examination of the returned capio opc, packaged device revealed that it was visually in good condition. The seven riveting pins were in place and the handle was in good condition. A functional analysis was performed and revealed that the carrier extended when the device was actuated. However, microscope and x-ray examinations were also performed and revealed that the welding section of the carrier and a part of the carrier protruded inside the cage (it looked as a broken part) that could be affecting the device performance; consequently confirming the reported complaint of problem with catching the dart. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The failure mode of carrier broken is related to problems that were traced to design features of the device that do not support or do interfere with the intended purpose of the device. Therefore, the most probable investigation conclusion code selected for the carrier broken issue is "design inadequate for purpose". An investigation was opened to address the problem of broken carrier. That investigation determined that material brittleness is the root cause to the carrier breaking. However, the complaint device was manufactured prior to the implementation of solution activities.

Event description:
It was reported to boston scientific corporation that a capio, opc packaged device was opened and intended to be used during a vault suspension procedure performed on (B)(6) 2021. During preparation, the cage was unable to catch the dart when tested outside the patient. The procedure was completed with another of the same device. There were no patient complications reported. The patient fully recovered after the procedure. Note: this event has been deemed a reportable event based on the investigation finding that the welding section of the carrier and a part of the carrier protruded inside the cage (it appeared broken) that could be affecting the device performance.